Event description:
It was reported that during use on a patient, the helium bottle emptied abnormally quickly. There was no consequence reported for the patient. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the helium bottle emptied abnormally quickly is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that during use on a patient, the helium bottle emptied abnormally quickly. There was no consequence reported for the patient. There was no report of patient complication, serious injury, or death.